Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis of the left eye one day following lasik treatment. The patient is instructed to used topical antibiotic and steroid drops four times a day. Additional information received, the patients symptoms resolved six days following onset.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. The user performed energy checks but not in the required time range so several treatments were out of this range to the last energy check. The user has to perform an energy check manually at least after 120 minutes according to the user manual, event logfile review shows during the complete day the energy was stable with no abnormalities. No technical root cause was identified as the product was found to be within specifications. (B)(4).